Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/23/2015 with the following findings: battery compartment crack to the left of the bumper pad from the threads traveling down along the side of the bumper toward the case seal. Evidence of moisture observed under display lens. Performed leak test; leak test failed due to battery compartment leak and display lens leak near bottom right corner of display lens. Opened pump; observed evidence of internal moisture and evidence of moisture on oled flex. Pump powers up but display is blank; investigators could not perform investigation steps 6, 7, 10 and 11 due to blank display/moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.